Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to position/difficult to remove (guiding catheter/guideliner resistance) was not confirmed. Stent damage was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.5x38 mm xience prime stent delivery system would not advance through the guideliner catheter and the proximal end of the stent implant became stuck. The device was retracted with some resistance felt, was inspected and the stent implant was observed to be flared. Another device (same make and size) was taken and crossed without issues. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.